Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that while charging their ins, an eri message appeared on their screen. Pt mentioned that they charged their ins every 2 weeks. Agent reviewed information about the message. Pt mentioned that they had the spinal cord stimulation device for 8 years and 4months. Pt stated that it's been about 6 months since they first saw the reported message. The patient was redirected to their healthcare provider to further address the issue. Agent sent a physician listing to the pt's email. No symptoms were reported.